Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the hose of the motor device had a hole/cut, the locking components were damaged, the bearings were damaged, and the cable/cord/wiring was damaged. It was further determined that the device failed pretest for loctite and cable assessment, motor thermistor assessment, safety assessment, air pump assessment, hand control assessment, no short circuit between phases and connector body, no short circuit between hall sensor and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the motor device failed pretest for safety assessment. It was noted in the service order that the nose attachment and handpiece on the motor device were coming apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.